Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have a broken blade at the base. A piece approximately 0.394" 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image was consistent with the reported complaint of instrument tip broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument was removed from the body due to it not working. The device tip broke while testing the device again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the tip broke and detached from the instrument. There was no harm or injury to the patient.